Manufacturer narrative:
Information regarding common device name: gca biliary catheter for stone removal that may also allow for irrigation and contrast injection. Information regarding concomitant medical products: fusion ide sphincterotome, unknown make and model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned as two separate pieces, there are two syringes attached. There is a syringe filled with water attached to the injection above port, and the included syringe is attached to the balloon inflation port. The distal end of the device, has kinks and bends throughout it's length. There is a deep bend on the catheter at 91 centimeters (cm). The length of the distal piece returned is 139.5 cm. The proximal end of the device still has the stylet wire attached and the catheter has severe necking in the section where the break occurred, from 139.5 cm to 146 cm. The necking and bends throughout the device indicate the device experienced excessive force during use. It was not possible to function test the device due to the condition it returned in. The balloon material appears to be intact, but inflation could not be verified. There is a red colored liquid on the catheter, where the breakage occurred. The distal end of the balloon also has a dried red colored substance. The returned sealed device was function tested through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The balloon inflated and deflated as intended. A short wire guide exchange was performed, there was no resistance when passing the device back through the scope. The wire guide remained inside the biliary duct while the device was taken out. The device functioned as intended and no anomalies were found during testing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the catheter breakage is due to application of excessive force, it is unclear how or why the force was applied during the procedure. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion quattro extraction balloon. The balloon was pulled through to the bottom of the duct, it was then identified that the balloon was not working properly. While pulling on the balloon catheter, it was noticed that the grey portion of the catheter that held the balloon had come up away from the joint. This then left the internal wire inside the patient, and the balloon catheter section was also stuck in the patient. The patient was then sent for an emergency computerized tomography (CT) scan to ensure the internal wire did not perforate the patients duct. The detached portion was retrieved by graspers. A CT scan was required to check that the patient's duct had not perforated. A further ercp will be needed and the patient had an extended hospital stay.